Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during prime.customer was advised to disconnect and reconnect the tubing and reservoir; insulin did not exit at manual prime. Customer was then instructed to assemble a new infusion set with the current reservoir; insulin did not exit the tubing. Customer then changed the reservoir and the insulin pump did not alarm no delivery with manual prime. Nothing further reported.